Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the chemotherapy care area. The unit was set up to deliver a volume of 550ml at 733ml/hr but the pump only actually delivered 200ml. When the infusion completed, the 550ml bag still contained approx. 300ml (medication unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported symptom 'unit is giving an inaccurate volume' was verified during evaluation. The device was tested for flow rate accuracy and the device was found out of specification in relation to the observed flow rate error, which was reproduced during the device evaluation. The cause was determined to be the pressure plate travel to be out of specification. The pressure plate travel was adjusted to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.